Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the infection led to device loosening. This is known as septic loosening and directly related to the presence of chronic infection within the joint space/bone. The bacteria associated with the chronic infection undermines the bone quality over time, therefore impacting the implant's stability within the bone. This file will be considered not reportable as there was no product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the patient was revised due to infection and loosening. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.